Manufacturer narrative:
According to available information, this device burst and fell out during use. No other adverse patient effects were reported. According to the complaint description, lot number of intermediate product was known as 8546547. Intermediate product aa611280 with lot number 8546547 was used in only one finished product: aa61121002 lot number 8679872. Aa61121002 lot number 8679872 was manufactured in july 2022 for (B)(4) pieces. The expiry date is july 2027. This product was manufactured by our tunisian subcontractor, which was prevented on 29th november. Checking the quality databases did not reveal any anomaly in relation to the described defect and a corrective and preventive action is ongoing (B)(4) "balloon bursting trending for folysil and silicone prostatic catheters.". On 29th november we received investigation from our subcontractor. Inflating and leak testing for one hour was carried out in accordance with operation si121 and therefore the product was compliant. The probable causes of this defect are balloon material or the presence of air bubbles. On 4th january we received one used sample. Visually we saw that balloon was burst. The sample was sent to our subcontractor. On 25th january we received investigation with sample. " balloon burst was probalby cause by a defect raw material.". In parallel, a specific trend is followed regarding the issue of the silicone balloon by the implementation of a CAPA (corrective and preventive action) tw470775 in order to remedy this issue.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device burst and fell out during use. No other adverse patient effects were reported.